Event description:
One of two cannisters found in place with protective shrink wrap still intact - caused anesthesia machine to malfunction. Pt showing signs of respiratory distress - no serious injury - delayed discharge. History of asbestosis - incident possibly not related to respiratory difficulty.